Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump's keypad was slow to respond. Caller reported that the buttons would have to be pressed hard to get a response. The caller did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was not provided. The customer's mother was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. The insulin pump was received with minor scratched lcd window, partially broken reservoir tube lip, cracked battery tube threads and missing reservoir tube lip o-ring.